Manufacturer narrative:
The technician replaced the magnet that is located on the center, bottom of mattress, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head section would not lower past fifteen degrees, resulting in an inability to achieve CPR.